Event description:
Device 2 of 2. Reference MFR. Report # 1627487-2013-23200. It was reported x-rays revealed the patient's leads have migrated. Subsequently, surgical intervention will take place at a later date to address this issue. It was also reported the patient's cell phone turns on her ipg when it is near the implant site. The patient is to consult with the sjm representative regarding troubleshooting to address this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.